Event description:
This report is being filed after the subsequent review of the following literature article, kammerlander, c. Et al (2014). Long-term results of the augmented pfna: a prospective multicenter trial. Arch orthop trauma surg, 134, 343-349. The authors conducted a prospective multicenter study to evaluate the clinical and radiological results of treatment of osteoporotic, low energy trauma pertrochanteric fractures with synthes device, proximal femoral nail (pfna), and standardized polymethylmethacrylate cement augmentation. Sixty two patients (49 female and 13 male) with mean age 85.3 years were studied during the timeframe from october 2009 to may 2013; mean follow-up time was 15.3 months. Results included the following. An 85 year old female experienced lateral blade migration, irritating the tractus iliotibialis. The patient underwent removal of the blade without any complication. Non-anatomic reduction (1.6 percent of cases) and near-anatomic reduction (24.2 percent of cases) seen on follow-up x-ray; open reduction performed in three cases and subtrochanteric cerclage wires used in two cases. Postoperative haematoma (one) and superficial wound infection (one); both patients required a reoperation. An additional fall with subsequent fracture at the tip of the nail (one). The short nail was changed to a long nail and both the removal of the blade and reinsertion of a new blade were performed without any complication. Lateral blade migration with irritation of the iliotibial tract (one); subsequent blade removal. The procedure was done without a problem. This report is 4 of 5 for (B)(4). This report is for an unknown pfna blade and refers to lateral blade migration with irritation of the iliotibial tract (one); subsequent blade removal. The procedure was done without a problem.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown pfna blade /unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.